Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of corrected product information. G.9. Manufacturer report number corrected and reported under MDR #2879357 for mfg. Site 2523835-2025-01357. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip was found to be bent during surgery. The procedure was completed after replacing the product with another one. The procedure type was unknown. There was no patient impact.